Event description:
On (B)(6) 2012, a medwatch was received, uf/importer report (B)(4). Info from medwatch was described as follows regarding a drill (ins5hnd). "A neurosurgical was going to drill a burr hole to insert an external ventricular drainage device in a pt who was in the intensive care unit. When he tried to open the drill chuck, it would not open. This drill is not brand new that came out of a new sealed cranial kit, a new kit was obtained and the drill from the second kit functioned properly. No harm to the pt."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.